Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during bolus/basal/fixed prime. Blood glucose value was 159 mg/dl. Customer was unable to troubleshoot and stated the alarm was resolved by a complete infusion set and reservoir change.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.